Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
Hologic received this complaint under medwatch reference # (B)(4) which was submitted by the user facility it was reported that "the device would not perform ablation" according to the physician. The physician obtained a second device and deployed the device without issue. Physician examined uterus and found a perforation at that time. No additional details available.